Manufacturer narrative:
Not returned. As of today, the device and lead have not been returned for analysis.

Event description:
Boston scientific received info, the pt implanted with this device and defibrillation lead expired due to unspecified cause. Following the pt's death, device interrogation revealed a shorted shock warning message. A review of the therapy history indicated that 23j shock was delivered into 40 ohms, however, all subsequent shock were delivered into a shorted lead and finally into an open lead.

Manufacturer narrative:
Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely and will need to be replaced earlier than estimates provided in product labeling. On (B)(6) 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor. As of today, the device and lead have not been returned for analysis. Several attempts have been made to obtain the medical products however they were unsuccessful. Our reliability assurance laboratory was granted temporary access to the device. Visual inspection noted a dent on the back lower case with tool marks. The leads were attached however severed. The device was returned to the patient's attorney. A severed 39 cm proximal segment of the lead was later returned to boston scientific's laboratory and analyzed. Microscopic visual inspection of the distal ends of the segment's high voltage cables were found to be melted, likely due to the lead being severed during the explant procedure while the device was still active. Inspection of the lead yoke noted the distal high voltage cable was separated at the connector block inside the yoke, most likely due to excessive force during the explant procedure. Visual inspection also noted other cuts and damage to the lead, determined to be caused by the explant procedure. Analysis was unable to conclusively determine the root cause of the event, as the distal 25 cm of the lead was not returned and could not be analyzed.

Event description:
Guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on (B)(6) 2006 for this device model. New information was received indicating that the patient implanted with this device and defibrillation lead expired due to cardiac arrythmia (ventricular) and nyordnal (???) Disease. Following the patient's death, device interrogation revealed a shorted shock warning message. A review of the therapy history indicated that a 23j shock was delivered into 40 ohms, however all subsequent shocks were delivered into a shorted lead and finally into an open lead. New information received indicates that the patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Event description:
The device was analyzed.

Manufacturer narrative:
Visual inspection noted the case was swollen. There was a dent and scratches on the back of the case. No arc marks were noted on the case and the device had no telemetry. A review of the memory download conducted back in 2007 was reviewed. The device had been programmed to off on (B)(6) 2007, the date after the shorted leads were recorded. The device was at middle of life 2 at 2.58 volts at explant. The impedance between df- and df+ barrels was 101.4 k ohms which indicates that the shock output circuitry was damaged. Multiple shorted leads were recorded on (B)(6) 2007. Analysis concluded the shock circuitry output was compromised which is consistent with high voltage shock delivery into a shorted condition.